Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.

Event description:
Information received indicates the left head siderail will rotate 360 degrees and not latch in the up position due to a broken weld.